Event description:
Boston scientific received information that a physician contacted boston scientific technical services (ts) due to a recent onset of noise on rv and shock channel that lead to non-sustained ventricular tachycardia (nsvt) episodes. The physician stated that he was unable to reproduce the noise with isometrics and that the daily measurements appear stable and normal. Strips were sent to ts for review and ts confirmed that there was a sudden onset of large amplitude with myopotential oversensing of noise on both the rv and shock egm, triggering the nsvt episode. The physician was concerned over lead insulation issue on the rv shock lead and the competitor rv pace/sense lead or a device header issue since the cause of the noise was undetermined and unable to be reproduced. Subsequently the device was explanted six days later with no adverse patient effects due to the revision procedure. The leads remain implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.